Event description:
It was reported that during implant, after the rv lead was placed, the patient coded due to respiratory issues. The procedure was not completed and the pocket was closed with only the rv lead implanted. The implant completion was attempted a week later. The physician wanted to reposition the rv lead in a more optimal position. The lead was explanted when repositioning was unsuccessful. The system implant was completed and the patient was fine afterward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.